Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event could not be conclusively established through this evaluation. Review of the submitted log files confirmed low flow alarms; however, the alarms resolved after the patient was resuscitated and given blood products. A specific cause for the patient¿s driveline infection could not be determined through this evaluation. The submitted log files contained data from (B)(6) 2020 through (B)(6) 2020 and found that the pump operated at the set speed without issue. Eight, transient low flow alarms were captured on the morning of (B)(6) 2020 over approximately 9 minutes. Elevated pulsatility index (pi) values were also noted during the low flow events. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(4). The heartmate 3 lvas instructions for use (IFU) lists bleeding and driveline infection as adverse events that may be associated with the use of the heartmate 3 lvas. Information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range can also be found within this document, as well as considerations for when there is a risk of bleeding. The IFU also provides an explanation of all pump parameters, including flow. Pump flow is a calculated value that is estimated based on pump power. This document states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Additionally, the IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The IFU and patient handbook also provide information regarding how to prevent and control infection. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21jun2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline debridement on (B)(6) 2020 for driveline infection. The patient was experiencing significant bleeding from the site on (B)(6) 2020, which caused a pulseless episode and loss of consciousness. The patient had low flow alarms due to these issues. The low flow alarms resolved with cardiopulmonary resuscitation (CPR) and blood products. The patient recovered and was discharged without any further alarms or issues. The device operated as expected.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.